Event description:
A medwatch #110165000019980013, dated 10/23/98 was rec'd and stated the following: "pt underwent laparoscopic cholecystectomy on 8/31/98 for acalculus cholecystitis. She was discharged home that day. On 9/3/98 she was admitted for a suspected post op ileus. She was admitted again 9/14 when a computed tomography showed a large fluid collection in the right upper quadrant. This was drained percutaneously and a stent was placed during this same hospitalization. She was discharged 9/19. Surgeon did not hold allowing a drainage and collection of bile." Per the medwatch is 34 year old female, weight 97 lbs. Allergic to codeine, smokes one pack per day.